Event description:
It was reported the pt was experiencing a shocking or jolting sensation in the location of the device pocket. The sensation was felt with the stimulation on and off. There was no known, recent, accident or trauma. The health care professional (hcp) felt the pain was mechanical and not related to stimulation. The pt returned home. Add'l info has been requested but was not available as of the date of this report.